Event description:
The customer reported that the device shut down after delivering a shock. The customer stated that the device gave an audio alert telling the user to shut the device off. The users switched to a different defibrillator to continue therapy. The involved pt died but there has been no allegation to date that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4): the customer reported that the device shut down after delivering a shock. The customer stated that the device gave an audio alert telling the user to shut the device off. The users switched to a different defibrillator to continue therapy. The involved pt died but there has been no allegation to date that the device behavior impacted the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.